Event description:
A nurse reported that the fragmatome handpiece would not prime during surgery; the screen indicated it could not prime while running. The cartridge (cassette) was changed out and the machine was shut down, but it was all unsuccessful. The operating room staff called the sales representative and he stated it was possible to prime the machine during the case. What he advised had already been performed by the customer without success. It is unknown if there was any patient impact. A medwatch report was received, but did not provide any additional information. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).